Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter basket was used in the common bile duct during a removal of common bile duct stone procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the papilla was dilated with a large balloon (15-18 mm). The physician captured a stone approximately 15 mm using the trapezoid¿ rx lithotripter compatable basket however, attempts to perform lithotripsy failed and the distal tip of the device could not be detached. An alliance ii handle was then used in conjunction with the trapezoid¿ rx lithotripter compatable basket to crush the stone but the handle broke. The physician then dilated the papilla several times but failed to remove the basket from the papilla. The physician cuts the wire with nippers just beneath the handle and the scope was removed, leaving the basket and stone inside the patient. The patient was sent for an emergency open surgery to remove the basket and stone. Additionally, there were no anomalies noted with the lithotripter basket prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of handle break. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.